Event description:
It was reported by the patient's mother that they were unable to pause insulin delivery with the patient's omnipod 5 personal diabetes manager.

Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the system's ability to pause insulin. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. The engineering log files showed one instance of the user being blocked from manually pausing insulin. This was due to the system being in automated mode and so it is expected for the ability to manually pause insulin to be disabled. The engineering logs showed that the user was able to switch modes and successfully pause insulin delivery shortly after. Review of the audit logs showed that the user was able to successfully pause insulin delivery before and after the date of occurrence. Though no issues were observed in the available logs, it could not be conclusively determined that no issues occurred on the date of occurrence. The exact cause of the reported event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.